Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced sustained hyperglycemia with the device indicating ¿high"; the patient had used two meal announcements in an attempt to correct the high and was educated about misuse of meal announcements; ultimately a bent infusion cannula was discovered and replaced. Symptoms included hyperglycemia with a peak glucose of 545 mg/dl and no associated symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem involving use of meal announcements for correction contrary to instructions, and relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.